Event description:
The customer reported that obtaining erroneously high alt (alanine aminotransferase) results for five (5) samples upon rerunning four hundred and seven (407) patient samples from the unicel dxc 600 synchron system. The customer stated that results were amended and there was no change or affect to patient treatment in connection with this event. The customer only provided one patient results out of the five patients who were allegedly affected. The customer would not provide data for the other four patient samples. Alt qc (quality control) results prior to the event were within the laboratory's established ranges and close to the mean.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced the cc (cartridge chemistry) sample syringe and t-valve to obstruction detection component and to the probe. The fse also replaced the degasser to resolve the issue. Results: failure mode of the event is unknown as multiple parts were replaced on the cc side of the instrument to resolve the issue.